Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was being reprogrammed for surgery and it was noted that the battery voltage was at end of service (eos) and exhibited a warning for the charge circuit being inactive. The physician has not decided if the crt-d will be replaced and the crt-d remains in use. No patient complications have been reported as a result of this event.